Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-oct-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the device was not triggering refills. A technical support specialist (tss) confirmed that the customer had reported that the station was not sending refill triggers and mentioned that the patient was not crossing over. The customer also confirmed that the station was available for dial-in and successfully connected to the server. The station's data sync debug log was reviewed and showed that the station was in a retry state. Sync information indicated that the last upload had stopped, although the last download reflected the current date and time. The customer resolved the issues related to the station and was advised to continue monitoring it. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, infusion pyxis not triggering refills. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.